Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 7300tfx25 valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of six (6) years and 29 days due to stenosis. A transcathter valve was implanted within the existing surgical device. The patient was noted as to be in stable condition.

Event description:
Edwards received notification that this patient with a 7300tfx25 valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of six (6) years and 29 days due to valve calcific degeneration leading to severe stenosis and mild regurgitation. The valve presented a peak gradient 41mmhg / mean gradient 18mmhg, leaflet mobility restricted and leaflet thickened. Reportedly, patient presented with shortness of breath on exertion. A 26mm transcatheter valve was implanted within the existing surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
Updated: a2 (age), b5, g3, h6 (device code).

Event description:
Edwards received notification that this patient with a 7300tfx25 valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of six (6) years and 29 days due to valve degeneration leading to stenosis. A 23mm transcatheter valve was implanted within the existing surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes and hypercholesterolemia.